Event description:
It was reported that by the patient that a lead wire ruptured and the patient was experiencing vibration. Follow up with the clinic disclosed that they spoke to the patient who indicated that vibration was weak and occurs only occasionally. The clinic confirmed there was no lead rupture, but the right ventricular lead had a recent increase in impedance and an increase in threshold. The lead continues to be monitored and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.